Manufacturer narrative:
This report is submitted on july 11, 2023.

Event description:
Per the surgeon, the patient experienced an infection at the abutment site that was treated with oral antibiotics. The implant remains in-situ.

Manufacturer narrative:
Per the clinic, the patient underwent a skin revision surgery on (B)(6) 2023. This report is submitted on august 07, 2023.